Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. Update to b7 (other relevant history, including preexisting medical conditions), and h11 to medical record review. Upon review of medical records, the patient underwent successful tavr for severe aortic stenosis. Post-procedure, the patient experienced a left leg embolic event following sheath removal. Vascular imaging confirmed occlusion, and the patient was treated with balloon angioplasty and aspiration thrombectomy, resulting in restored and intact flow to both lower extremities. During post-deployment evaluation, a mitral valve-associated lesion was identified. Differential diagnosis includes partially torn chordae tendineae versus thrombus. Given the findings, heparin therapy was reinitiated, with plans to transition to apixaban once femoral access sites are stabilized. In this case, per initial report of the event, the implanting operator inadvertently did not notify the anesthesiologist to administer heparin to the patient prior to any medical devices entering the body. Heparin was not provided until the thv valve crossed the annulus prior to deployment. This resulted with thrombus in the mitral space. Of note, as the edwards tavr valve was placed in the aortic position, there were no reported edwards device issues that caused or contributed to the 'partially torn chordae versus thrombus'.

Event description:
As reported by edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra valve, intra-operative communication revealed that heparin had not yet been administered at the time the commander system crossed the native valve. Upon this realization, it was instructed to administer heparin. An activated clotting time (act) was not drawn, as the valve was deployed moments after heparin was given. Following closure of the access site, echocardiography identified what appeared to be thrombus in the left ventricle associated with the mitral valve apparatus. The patient was subsequently treated with heparin and integrilin drips. The patient experienced a vascular complication during the procedure. An intervention on the left access leg was required before the patient left the room. Although doppler pulses were present before the procedure, they were absent after sheath removal. The patient is currently doing well and is stable for discharge. The devices are not available to be returned.

Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Thromboembolism is the obstruction of a blood vessel by a blood clot that has become dislodged from another site in the circulation. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. Displacement of calcium deposits or atheroma with embolization of debris can also trigger the formation of a thrombus which can then embolize and cause blockage in a smaller vessel. Calcification and atheroma (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication manufacturing non-conformance contributed to this product problem. Investigation results indicate that procedural factors (omission of heparin) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.